Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned as it presented high pacing threshold, pacing inhibition and impedance measurements greater than 2500 ohms. A conductor fracture was suspected. A new lv lead of a different manufacturer was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned as it presented high pacing threshold, pacing inhibition and impedance measurements greater than 2500 ohms. A conductor fracture was suspected. A new lv lead of a different manufacturer was successfully implanted. No additional adverse patient effects were reported. Additional information was received: no product return investigation was performed and the conclusion code "known inherent risk of device" was assigned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned but visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned as it presented high pacing threshold, pacing inhibition and impedance measurements greater than 2500 ohms. A conductor fracture was suspected. A new lv lead of a different manufacturer was successfully implanted. No additional adverse patient effects were reported. Additional information was received: no product return investigation was performed and the conclusion code "known inherent risk of device" was assigned. Additional information was received stating that a segment of the lead was capped and surgically abandoned and the other segment was explanted during the procedure. The explanted segment of the lead was returned for analysis.

Manufacturer narrative:
The explanted segment of the lead has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned as it presented high pacing threshold, pacing inhibition and impedance measurements greater than 2500 ohms. A conductor fracture was suspected. A new lv lead of a different manufacturer was successfully implanted. No additional adverse patient effects were reported. Additional information was received: no product return investigation was performed and the conclusion code "known inherent risk of device" was assigned. Additional information was received stating that a segment of the lead was capped and surgically abandoned and the other segment was explanted during the procedure. The explanted segment of the lead was returned for analysis.